Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - customer was unable to confirm serial number, therefore, manufacturer date is unknown. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information regarding compatible reprocessing method is stated in the instructions for use (reprocessing manual) which may have prevented the event: ¿3.2 list of the compatible methods. Sterrad is incompatible." Instructions for use regarding the details from disassemble to reprocessing were also provided to the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) was told by the sterile processing staff that the maj-891 forceps/irrigation plug was being put in sterrad when it was not sterrad compatible. The staff also indicated the maj-891 was not being taken apart properly during the manual cleaning process. The ess showed the staff how to reprocess the forceps/irrigation plug and recommended the customer steam sterilize the maj-891 since it was not sterrad compatible. The ess reviewed cleaning, disinfection, and sterilization for the devices contained in the olympus manual. The ess provided the customer with a copy of the reprocessing checklist via email. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6) 2021.

Event description:
The user facility requested a reprocessing in-service for the flexible cysto-nephro fiberscope (cyf-5) and the forceps/irrigation plug (isolated type) (maj-891). An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the forceps/irrigation plug was being sterilized incorrectly and was not being taken apart properly during the manual cleaning process. No patient involvement was reported.